Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing kept on coming off from his infusion sets while he was either sleeping or walking. Due to detachment, his blood glucose level came up to 500 mg/dl. The site location was reported as all over the place and the pump was worn on the right side of his belly button. The location of detachment was close to the site location. The infusions had been in use for 2-3 days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.